Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair cannot be verified. A non-medtronic service provider checked the device, found a low battery alarm, charged the battery for 2 hours, found the same problem, cross checked the battery with a working ventilator, confirmed faulty battery, battery was replaced, ventilator worked properly and was returned to use.

Event description:
It was reported that during set up a ventilator battery did not hold a charge. There was no patient involvement.